Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "primary reverse shoulder arthroplasty: how did medialized and glenoid-based lateralized style prostheses compare at 10 years?" Written by justin c. Kennon, md, chad songy, md, douglas bartels, md, joseph statz, md, robert h. Cofield, md, john w. Sperling, md, mba, and joaquin sanchez-sotelo, md, phd published by journal of shoulder and elbow surgery 2020 was reviewed. The article's purpose was to do a comparison of results in primary reverse shoulder arthroplasty between medialized and glenoid-based lateralized style prostheses at 10 years. Data was compiled from 100 patients with 56 in the m group (medialized) and 44 in the gl group (glenoid-based lateralized). It is noted that the m group were depuy implants and the gl group were non-depuy. Article reports all humeral stems were cemented. Cement manufacturer is not identified. This complaint captures the adverse events in the m group with depuy implants. Depuy product: delta iii or delta xtend with cemented humeral stem. Adverse events: polyethylene disassociation (treated by revision). Symptomatic (pain) acromial fracture (treated by orif, cause is not clarified). Radiographic evidence of loosening at the glenoid component - bone interface (no treatment provided and not confirmed surgically). Radiographic detection of scapular notching (no treatment). Intraoperative and post operative periprosthetic fracture (no indication of treatment and no further details provide). Brachial plexopathy (no treatment indicated and recovery status not stated).